Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Refer to medwatch 2032227-2016-32360.

Event description:
The customer's mother reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 489 mg/dl. She was wearing the insulin pump at the time of the event and had received multiple no delivery alarms. The alarms had been resolved with a complete set change. Insulin had been squirting out during the manual prime. A gap was noted between the piston and reservoir. The customer was overtreated and the blood glucose reading was 42 mg/dl at the time of admission. The drive support cap appeared normal. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The time and date were correct. The bolus wizard and basal rate settings were programmed correctly. The bolus history displayed all entries based on the caller's recollection. The caller declined the high pressure test. The insulin pump will be replaced per a health care professional's advice.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.